Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2015-03011 & 1627487-2015-03014. Further investigation identified that during the surgical intervention it was found that one of the leads had pulled out of the extension. After torquing the new lead it was still able to be released with pressure therefore, the decision was made to replace leads and extension.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2015-03011 and 1627487-2015-03014. The patient had 2 scs extensions from the same lot. It was reported the patient was no longer receiving effective stimulation due to auto-reduction(date of event is unknown). Diagnostics showed high/invalid impedance values for one of the scs leads. As a result, the leads and extensions were explanted and replaced. The issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.